Event description:
It was reported that the patient went to the emergency room due to hyperglycemia. The patient's blood glucose levels reached 694 mg/dl while using the pod for a duration of 24 to 36 hours. Reported symptoms included shaking, headache, and nausea. Prior to the hyperglycemia, the patient was treated for low blood glucose, as a fingerstick test indicated a level of 43 mg/dl. This low blood glucose was treated with food intake. Upon arriving at school around 8 am, it was observed that the reading was not improving. Consequently, the school nurse called for an ambulance, and by the time it arrived, a fingerstick test revealed a blood glucose level of 570 mg/dl. The patient was then transported to the emergency room, where another blood glucose measurement showed 694 mg/dl at 10 am. The patient received treatment consisting of intravenous fluids and subcutaneous insulin. The patient was discharged at 4 pm on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency room visit with treatment and hyperglycemia. Locked down smartphone: lockdown. Omni pod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158."